Event description:
The monopolar curved scissors (mcs) were taken to the operating room, and upon opening the packaging, the surgical assistant identified that the scissors were not closing. There was no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.